Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the user and is not available for evaluation.

Event description:
The customer reported the rem pad was used during spinal surgery on a 15-20 lb male dog. The pad had been placed on the dog's abdomen. Upon removal, a little redness was noticed. It was identified as skin sensitivity. The patient was discharged home with owner. The owner returned 10 days later because the dog was burned in the shape of the rem pad. The wound was treated with antibacterial ointment. The vet reported the injury was a burn.